Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing light on the external pulse generator (epg) was flashing, but the device didn't pace. The epg is expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment. An incoming test was performed and the device failed on all output related tests. The output connector was corroded. The main cover was missing. The device could not be reliably repaired without extensive costs. Scrapping the device was advised. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.